Event description:
It was reported that during a laparoscopic cholecystectomy the first clip fired, but did not close tightly. The second clip did not advance. Headle was sequeezed to the max and the next clip advanced, but did not form proprely when fired. There was no pt consequence.